Event description:
It was reported PICC inserted (B)(6) 2023; on (B)(6) 2024 -nurse was flushing PICC and noticed normal saline leaking from the site; reporter was called to assess -PICC d/cd and leak noted c 7-8cm mark. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.